Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the display was damaged, ink spot in the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display or ink spot on the display noted. The battery tube connector plugged in properly to electrical board during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Device received with minor scratched lcd window noted. (B)(4).

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display or ink spot on the display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with minor scratched lcd window noted. (B)(4).